Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that the insulin pump was broken. The customer¿s blood glucose level was 320 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in the place when inserted into the place he hold it with duct tape. Customer stated that they insulin pump was stopped turning on. Customer stated that they feel nausea. Customer stated that they noticed the screen was off, he changed batteries and removed the site and has been treating with the syringe. The insulin pump will not be returned for analysis.